Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider and a manufacturer representative reported that the patient was referred to them for a potential lead revision as they were not getting coverage of their feet. At the appointment was found that the patient had not been using their stimulation and had let their implantable neurostimulator (ins) go dead. The cause of the ins going dead was noted to be patient non-compliance with charging. The patient thought that they first noticed the lack of coverage in their feet about 6 months prior to the report. They met with a manufacturer representative on and a physician recharge mode (prm) was performed. The power on reset (por) was cleared and the patient was able to charge the ins. They were re-educated on keeping their ins charged. It was noted that a percutaneous lead may be added to their therapy in the future. A manufacturer representative believed that the appointment to discuss a possible lead revision was scheduled for (B)(6) 2016. Additional information received from the manufacturer representative (rep) indicated that the patient had a lead revision on (B)(6). The patient wasn¿t getting coverage down to the right foot, so they were adding a ¿perm¿ lead. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.